Event description:
It was reported that a spectrum pump had low pounds per square inch (psi) 4.1 and would not restart after pressure release. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'low mpsi 4.1 and will not restart after pressure release' occurred. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor pressure reading out of range. The force sensor pressure reading out of range requires calibration to address this issue. Additionally, during inspection of the device, evaluation observed pump does not deliver fluid at the rate at which the pump was programmed. Evaluation determined flow accuracy calibration is required. Should additional relevant information become available, a supplemental report will be submitted.